Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, during initial implant the implant cylinders and rear tip extenders were removed and replaced due to cylinder eyelet damage "[cylinder puncture]". A new device was used to continue the procedure.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the eyelet of cylinder 1. This is not a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1 or cylinder 2. The information received indicated that the device had cylinder eyelet damage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during initial implant the implant cylinders and rear tip extenders were removed and replaced due to cylinder eyelet damage "[cylinder puncture]". A new device was used to continue the procedure.